Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system on (B)(6) 2010. It was reported that he is w/o stimulation and is unable to recharge his ipg due to broken pins in the unit's antenna connector. In an effort to resolve this matter, a replacement charging system was sent to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.